Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on centrimag (cmag) support when the customer observed an m4 cmag alarm. The customer quickly swapped out the cmag console and motor for new equipment. The patient was not affected. It was later reported on 22jun2026 that the patient was on a different set of cmag equipment and the cmag console and motor failed. The customer swapped out the faulty cmag equipment with a new cmag console and motor and the issue was resolved. The patient was not impacted.